Manufacturer narrative:
The pump remains in use supporting the pt. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced red heart alarms and pump stop events in (B)(6), 2013. The power module and pt cable were replaced and shipped to the pt but the pt only replaced the power module. Around the end of august, the pt experienced another red heart alarm with pump stop. The pump restarted and the pt replaced the pt cable. In (B)(6) 2013, the pt experienced another pump stoppage and the system controller was exchanged. The pt was readmitted and the system controllers were interrogated. A possible percutaneous lead fracture was suspected. Initial review of the x-rays did not show any areas of concern. Additional x-rays of the external percutaneous was submitted for review and were inconclusive; however, there were a few areas on the external percutaneous lead that appeared to be visibly strained. It was reported that later an ungrounded pt cable was sent to the pt.